Event description:
It was reported that one day post implant, the left ventricular lead capture threshold increased from 1.6 v at 0.5 ms to 5.0 v at 0.6 ms. The outputs were increased to an acceptable margin to ensure left ventricular capture.

Manufacturer narrative:
Na